Manufacturer narrative:
E1: patient city:(B)(6) patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent cannula event. The blood glucose level of the patient was 350 mg/dl in morning and decreased to 200 mg/dl by noon. Therefore, the patient was hospitalized on (B)(6) 2025 late at night due to repeated violent vomiting and diabetic ketoacidosis. During hospitalization, the patient was treated with pen and intravenous therapy. The patient was hospitalized for three days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6006810 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6006810 was manufactured according to the wi version 78 and packaging in the multivac 12, on 26/apr/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4d03118 was manufactured according to the wi version 27 assembled in the quickset line, on 26/apr/2024, with a total of (B)(4) units. The lot 4d03119 was manufactured according to the wi version 27 assembled in the quickset line, on 26/apr/2024, with a total of (B)(4) units. The lot 4d03120 was manufactured according to the wi version 27 assembled in the quickset line, on 26/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6006810 and another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.